Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 04/16/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported experiencing ¿severe pain¿ in the right breast. Patient additionally reported right side rupture. Device remains implanted.